Event description:
It was reported that the pump did not detect the cartridge, causing concern for the customer. There was no reported blood glucose value to assess any impact, and no adverse effect on the customer¿s blood glucose level was noted during the system check on the pump. No alarms or alerts were found in the pump's history, and a subsequent cartridge loading was successful, resulting in a delivered bolus. The pump was expected to be returned for further examination, with a replacement already identified. No additional information was received regarding the outcome of the event.